Event description:
It was reported that the pulse generator exhibited a radiofrequency (rf) communication anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that testing indicated a failure of the rf module.